Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4) implanted: (B)(4) 2006 explanted: product type catheter ubd: (B)(4) 2008 UDI: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received dilaudid 25.0mg/ml; 6.33mg/day and bupivacaine unknown concentration; 7.6mg/day in an implantable pump for spinal pain. The patient medical history and concomitant medications were unable to be obtained. A surgical site infection was observed post implant (onset date unknown; (B)(6) 2018). The patient developed drainage at the incision site. The hcp moved the pump to the other side of the abdomen and irrigated the pocket to clean it on (B)(6) 2018. The existing catheter remained. The catheter was unable to be aspirated during the procedure, but the hcp indicated the patient was therapeutic. So the hcp was comfortable to do nothing at this time. There were no known environmental/external/patient factors that may have led or contributed to the issue. No known diagnostics/actions/interventions were performed. The patient status was indicated to be alive with no injury. The issue was considered resolved. No further complications were reported/anticipated.